Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, the customer has reported that the device/component is not available for return. The device trained customer will service the device at the facility and place the device back in service.

Event description:
The customer reported while in patient use the hotwire sensor was removed from the avea ventilator after removing the sensor the ventilator breath trigger did not seem to function correctly. The patient was removed and placed on an alternate ventilator, no reported patient harm with this event reported.